Event description:
According to the reporter: the product would not cut when tested. This was not used on a patient. It was tested on gauze.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).